Manufacturer narrative:
Additional information: the lesion was pre-dilated. The resolute onyx did not pass through a previously deployed stent. Resistance was encountered during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute onyx stent. The patient was reported to be alive with no injury.